Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was on the increased intracranial pressure protocol which involved been on a cooling blanket with a central temperature monitor. That patient temperature reading was from a foley catheter that was placed on (B)(6). At the start of the 19l shift the temperature reading was appropriate in the 36's. Around 0000 on (B)(6) the patient temperature was elevated to 37.5 and scheduled tylenol was given. The cooling blanket was decreasing temperature appropriately and they placed ice packs on the patient to try and prevent fever. By 0200 the temperature was reading 39.5 and quickly jumped to 40 then at 0300 was 41. At 0234 the patient started having bradycardia to the 40's. Fellow was called to bedside and evaluated. Increased intracranial pressure was below 20, evd was patent, patient had appropriate blood pressure, and appropriate perfusion. They got am labs early to ensure electrolytes were stable and no drop in hemoglobin had occurred. They also flushed the foley towards the bladder with 10cc of saline to ensure patency because in report they were told that patient had issues with sediment building up. The foley temp gave no obvious signs that there was an issue because the temperature dipped by a degree and climbed back up during the flush. The temperature dipped before 0400 after going through all the other equipment, they decided to insert a rectal temp probe and double check the temperature reading because the patient heart rate had dipped into the 30's consistently. The patient¿s rectal temp was 28.5 and the cooling blanket was immediately turned off, ice packs removed, and fans turned off. Psychiatric intensive care unit fellow was notified and was present bedside. Plan initiated was to allow them to slowly warm up with blankets and not use the cooling blanket to warm them.